Manufacturer narrative:
Based on the current information provided, the root cause of the reported liver bleeding and post site burn remain unknown. A possible cause of the port site burn injury was noted to be the use of a non-isi laparoscopic instrument that was possibly too short to adequately exit the metal cannula while cauterizing the laceration. However, a final root cause was not determined. There was no report or allegation of an isi product issue and, therefore, there are no products expected for return to isi for failure analysis evaluation. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Per a review of the system install logs, two isi energy instruments were installed during the procedure: a monopolar curved scissors instrument (part # 470179-19, lot # n14191021-0142), and a force bipolar instrument (part # 470405-06, lot # n10200113-0074). These energy instruments were used in subsequent procedures. No image or video clip for the reported event was provided to isi for review. This complaint is being reported due to the following conclusion: at the start of a da vinci-assisted inguinal hernia procedure, bleeding from the liver was observed following cannula entry. The bleeding was controlled with cauterization from a handheld laparoscopic instrument. In addition, at the conclusion of the surgical procedure and upon closure of the port site incisions, a port site burn was identified. The severity of the burn injury was not provided. In addition, it is unknown what medical intervention was rendered due to the port site burn. The cause of the liver injury remain unknown, but likely occurred upon entry of the cannula. Furthermore, while a possible cause of the burn was noted to be the use of a non-isi laparoscopic energy instrument through a metal cannula, the root cause of the port site burn also remains unknown.

Event description:
It was reported that prior to docking the da vinci surgical system and while the surgeon was inserting a cannula, the liver was noted to be bleeding. The surgeon used an unspecified handheld laparoscopic instrument to cauterize the area of the liver that had a laceration to stop the bleeding. The surgeon then proceeded with the planned da vinci-assisted inguinal hernia procedure. Later, at the conclusion of the surgical procedure and upon port closure, the patient was noted to have incurred a port site burn. The severity of the port site burn was not provided. In addition, it is unknown what medical intervention, if any, was administered due to the port site burn. The procedure was reportedly completed and noted to be successful. On 20-feb-2020, intuitive surgical, inc. (Isi) received additional information from the reporter: there was no arcing witnessed from any da vinci instrument used in the procedure, and no malfunction of an isi device or accessory. According to the isi clinical sales representative (csr), the laparoscopic instrument that was used through the same cannula may have caused the burn, since the length of the laparoscopic instrument was not long enough, and the tip of the instrument may have come in contact with the metal cannula. It is unknown what handheld laparoscopic instruments were used during the procedure. With regard to the bleeding from the liver that was witnessed after the cannula was inserted , the robot was not docked at that time, and the bleeding was noted to not have been caused by the da vinci surgical system or its instrumentation. The bleeding was very minimal and was addressed by cauterizing with a laparoscopic instrument through the metal cannula that was used at the port site burn location. Additionally, it was noted that da vinci energy instruments were used through the same cannula, but that there were no reports of arcing or energy issues with those instruments. Finally, no issues were noted with either the da vinci instrumentation or the generator.